Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips did not form completely when the device was on the cystic duct or cystic artery. It was not known if a cholangiogram was used. The case was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the er420 device was returned in good visual condition with a clip in the jaws; the clip was removed in order to measure the jaws width and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, fed, and formed ten clips as intended and it ejected two clips. Finally, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).